Event description:
This report summarizes 6 malfunction event(s), where it was reported the devices experienced unintended cot lowering or a cot drop. Two of the events involved patients, with one event allegedly resulting in minor injury to the patient.

Manufacturer narrative:
This supplemental is being filed to include an additional results codes and update component codes following the completion of a device investigation. Section h codes have been updated.

Manufacturer narrative:
Adjusted a clinical signs code.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction event(s), where it was reported the devices experienced unintended cot lowering or a cot drop. Two of the events involved patients, with one event allegedly resulting in minor injury to the patient.